Event description:
Per medwatch report#; mw5117493; it was reported that during a surgical procedure, the bur broke. It was also reported there were no delays, no adverse consequences and no medical intervention as a result of this event. It was further reported that all pieces of the broken bur were retrieved successfully. It was also reported that the procedure was completed successfully.

Manufacturer narrative:
H6: the quality investigation is complete. H3 other text: product status unknown.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. H3: awaiting for device return to manufacturer.

Event description:
Per medwatch report#; mw5117493; it was reported that during a surgical procedure, the bur broke. It was also reported there were no delays, no adverse consequences and no medical intervention as a result of this event. It was further reported that all pieces of the broken bur were retrieved successfully. It was also reported that the procedure was completed successfully.